Event description:
This MDR is being opened in association with the alleged event filed by the patient's attorney in MDR #s 1018233-2013-00526 and 1018233-2013-00528. There have been no allegations of deficiency or serious injury against this device. This device is listed in the patient's op report. Per additional information received, the patient has experienced complex pelvic organ prolapse, fecal incontinence, defecatory dysfunction, mixed urinary incontinence, arachnoiditis causing neurogenic incontinence, fairly dense scarring anteriorly with previous culdoplasty being done, large thinning of the vaginal apex with grade 3 enterocele, sliding posterior compartment enterocele, vaginal mucosa easily tore, multiple abdominal adhesions, multiple epiglottic tags, redundant sigmoid and rectum, and mesenteric adhesions.